Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the suggested event was caused by accumulated stress on the core wire of the braids by bending the tube, which caused breakage of the core wire. The broken core wire then protruded out of resin at the insertion tube. The resin at the insertion tube peeled off from the braids, which caused wrinkles at the surface of the resin. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use (IFU): 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a perforated and wrinkled insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.